Manufacturer narrative:
Gas loss alarm occurred once and patient was vented with a peep setting of 5. This would be the reasons of alarm could occured.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.